Event description:
It was reported that the t handle won't hold corkscrew.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received. And states, that the event occurred in surgery with no delays. The t handle would not hold any instrument that was used. It also states, that the t handle was unable to be used on the corkscrew to remove the femoral head. There was no adverse reaction happened, due to instrument failure.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that the t handle won't hold corkscrew. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that there was no damage or defects with the s-rom*handle-t, hudson. A dimensional inspection was not performed, as it is not applicable to the complaint condition. A functional test was performed. Mating device (B)(4) (quickset 1pc flex drill bit 35) was coupled to the s-rom*handle-t, hudson without problems. The device works as intended. The complaint condition was not able to be replicated. The overall complaint was not confirmed, as the s-rom*handle-t, hudson was found to have no damage or defects. No definitive root cause could be determined. There was no indication, that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4).